Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer was instructed to continue using the pump and to contact support if the issue happened again, which the caller acknowledged and understood.